Event description:
It was reported that during a roux-en-y gastric bypass procedure, the device misfired. It fired once normally on second firing it cut but only stapled on one side. No pt consequence. Another device was used to complete the case.